Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor became unpaired from the user¿s mobile device, resulting in loss of glucose readings until the user restarted the pairing process by toggling settings, rebooting the device, and re-entering the pairing code as instructed. Symptoms included no clinical effects. Outcomes included no alerts or alarms and no impact to blood glucose readings. Investigation included customer troubleshooting and user education regarding re-pairing steps and direction to contact the cgm manufacturer if additional sensor or pairing errors occur. Investigation of this case revealed a cgm pairing failure with the responsible device not identified, which was addressed through standard connection troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity issues without device malfunction confirmed.